Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the leak was caused by tubing through pinch valve pv49. The fse replaced the tubing and repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The volume of the leak was more than 3 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.